Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported while under sedation of a pectus excavatum procedure the neutral plates were not completely tight and the machine reported an error on the plate. They pressed it down extra firmly with their hands and the machine was ready. During the procedure, it had been so hot that it burned a hole in the neutral plate. It was reported the patient had third degree burns.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6, h11. The device was returned to olympus for inspection and the reported failure not confirmed. The device met specifications. A definitive root cause could not be identified. Based on the results of the investigation, there was no problem detected, which means that either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.